Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt non-specific symptoms associated with the loss of atrio ventricular synchrony. It was also reported that the right atrial (ra) lead exhibited high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.